Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint condition that the screw and the radial head is detached from the stem, could be confirmed according to the received x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: test/laboratory data; implant date ; explant date; initial reporter name and address. Initial reporter occupation: reporter is j&j legal attorney. Corrected data: report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: spine / unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a depuy synthes radial head & stem was implanted. The patient continued to experience constant pain since the 2014 replacement, but it progressively lessened over the years. In (B)(6) 2019, the patient presented to his doctor with complaints of stabbing pain, instability, and weakness in his elbow. X-rays clearly demonstrated a failure of the radial head dissociated from the stem with the fixating screw - which holds the 2 components together - to be loose and also detached to the component. The patient was revised (B)(6) 2019 during which his doctor found the radial head dissociated from the stem. The operative report did not indicate the radial stem to be loose. In fact, the surgeon had trouble loosening the radial stem. However, in observing the radiology records, it looks like stem is elevated from the radial canal, indicating the implant¿s failure to initially achieve ingrowth after implantation. This is report 2 of 2 for (B)(4).